Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic asymptomatic with message - data not read - for battery data. The pulse generator was reprogrammed and the patient would be monitored with routine follow ups.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The analysis should not have been reported since the explant was unrelated to the initial complaint of anomalous battery data.

Event description:
Correction: the pulse generator explant was unrelated to the initial complaint of anomalous battery data. Since the analysis was normal, the device was likely explanted due to normal battery depletion.